Event description:
Healthcare professional (hcp) reported that patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in the t1 and t2 (temple). About 20 days later, patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine in the c1,4 (chin)- ck 2,5 (cheek). About a month later, 1 syringe of juvéderm® volux¿ in the c1,4 (chin)- ck 2,5 (cheek) and 1 syringe of juvéderm® volux¿ t1 and t2 (temple). Another month later, patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in the t1 and t2 (temple) and 1 syringe of juvéderm® volux¿ in the c1,4 (chin)- ck 2,5 (cheek). About two months later, the patient experienced inflammation. According to hcp, the product has hardened presenting as granulomas by localized inflammation and redness. The clinical examination reveals the deposits of hyaluronic acid with their volume and limits due to the hardening of the product. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6);(emdr-(B)(4)), (B)(6);(emdr-(B)(4)), (B)(6);(emdr-8)(B)(4), (B)(6); (emdr-(B)(4)), and (B)(6);(emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.